Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the fiber optic cable backplane and the spider cable to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer reported that universal surgical manipulator (usm) 4 was still showing issues, and when trying to set up for a three-arm case and wanted help with disabling usm 4. The technical support engineer (tse) advised powering down the system. Hold the clutch button and power on. This was completed, and the customer was able to disable usm #4, and the case setup continued. Tse noted that tale pairing and targeting will also be disabled. The procedure was continued as planned with no reported injury.